Event description:
The event was reported by the (B)(4) authorities. It was indicated that during a blood collection procedure, blood leaked in the holder due to the poor recovery of the rubber sleeve covering the non-patient end of the cannula of the eclipse needle. Blood came in contact with the finger of the user, which had a wound. The pt (source) has (B)(6). A review of all the info provided to date reveals that the user was not following universal precautions. There has been no indication that there was any medical intervention (vaccinations, medication) and no further info has been received regarding results of the serological testing of the user. However, the decision was made to file this incident as a reportable event.

Manufacturer narrative:
A complaint history check was performed for the identified lot and this is the first recorded complaint for this lot. Secondly, a device history review was completed and there were no documentation regarding any quality issues noted during the mfg process. Eval summary: customer samples were requested for examination and testing. Two (2) samples were eventually returned. These samples were received loose, in a zipper-sealed polybag. They were visually inspected and the unit labels were found to be broken on both devices. Each sample was tested for sleeve recovery using a total of ten (10) tubes per device. No sleeve recovery issues were noted. For both samples, the sleeves returned to the required position, completely covering the non-pt end of the cannula of the device, after each tube was removed. Product quality is evaluated during the mfg process with prescribed variable and attributes inspections. These inspections are performed by mfg and quality assurance functions to ensure gross process changes are identified. If defects are observed, disposition of the product along with root cause and corrective actions are applied according to the control plan. Due to the results of this investigation, the complaint is not confirmed as being related to the mfg process. Regulatory compliance will continue to track and trend the identified lot and reported issue.